Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence on (B)(6) 2011 and mesh was implanted. It was reported that she continued to experience pain, dyspareunia, erosion of her internal bodily tissue, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted due to sui. It was reported that following insertion the patient experienced left lower quadrant pain, abdominal pain, hematuria, urine frequency, severe urgency, urge incontinence, pain with delayed voiding, suprapubic discomfort, uncomfortable feeling at the vulva, vaginal pain, right lower quadrant pain, sui, granulation at the right anterior fornix, and mesh erosion. It was also reported that the patient underwent mesh excision and cystoscopy on (B)(6) 2014 for mesh granulation. No additional information was provided. (B)(4).

Manufacturer narrative:
Resubmission with the correct file number. Date sent to the FDA: 01/19/2017 it was reported that patient underwent mesh excision and cystoscopy on (B)(6) 2014 (correction on date per or report) for tvt granulation. Patient had cystoscopy on (B)(6) 2012 by (B)(6) for irritative voiding symptoms post tvt. Patient had cystoscopy by dr. (B)(6) on (B)(6) 2011 for recent hematuria and mild cystitis and moderate sui with bladder neck prolapse.